Event description:
The pt received her scs system, including an ipg, on (B)(6) 2008. It was reported that the pt's ipg was only able to communicate with the charger on an intermittent basis. A new charging system was sent to the pt. Follow up on the pt found that the new charger is functioning, it is still difficult for her to charge the ipg. She reported that she has gained weight and felt that this may be contributing to the issue. She stated that she will follow up with her sjm rep in the near future and discuss the issue. No further pt complications were reported.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.